Event description:
The 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the error codes in memory, but could not duplicate the reported event. The cse inspected the device, but did not replace any parts. The unit passed extended self testing.